Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas 6000 e 601 module (e601). The patient was being checked for deep vein thrombosis and had some tests run. A sample from the patient was tested for tntstat and initially resulted as 0.138 ng/l. The 0.138 ng/l value was reported outside of the laboratory. The patient was then admitted to the hospital based on chest pain, myocarditis, and laboratory tests. Six hours later, a second sample was collected from the patient and tested, resulting as < 0.01 ng/l. The customer noticed the difference in results on (B)(6) 2018, so the original sample was repeated on the same analyzer and a different analyzer. The repeat result from the same analyzer was < 0.010 ng/l accompanied by a data flag. The result from the other analyzer was < 0.01 ng/l. The patient received a prescription for lidocaine while at the hospital. The patient did not take the lidocaine treatment and no other treatments were administered to the patient at the hospital. The patient was hospitalized for 42 hours and then released on (B)(6) 2018. After being released, the patient was prescribed acetaminophen, aspirin, atorvastatin, and gabapentin. The customer stated that a heart attack was ruled out for the patient and that the patient was going to be treated for myocarditis. No adverse events were alleged to have occurred with the patient. The tntstat reagent lot number was 24466400, with an expiration date of 30-jun-2018. The field service engineer could not determine a cause. He stated that there may have been a possible sampling issue. He performed mechanism checks and checked the instrument settings. No problems were found. He ran performance testing and this was within specifications. The instrument was performing within specifications. The customer stated that there have been no issues with quality controls. Normal operation was resumed on the analyzer and everything was ok. Quality control results connected with the event showed no issues. Calibrations were performed on (B)(6) 2018 and after the event on (B)(6) 2018.

Manufacturer narrative:
The customer verified that the patient was released from the hospital on (B)(6) 2018. Ekgs were performed on the patient during the hospital stay and all echos were negative. No treatment was performed on the patient.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.